Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. If additional information is received a supplemental MDR will be submitted or upon completion of the investigation. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration and/or endocarditis. The cause of the event cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 23mm carpentier surgical aortic valve underwent a valve-in-valve after an unknown implant duration due to aortic stenosis. The tavr was performed with a 23mm 9750tfx.

Manufacturer narrative:
B5, b7, d1, d4 (model number, serial number, expiration date), d6 (d6a. If implanted, give date), g4 (PMA/510(k) number), h4, and h6 (component codes, health effect - clinical code, device code(s), type of investigation, investigation findings, and investigation conclusions). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Although the reported event was confirmed, the investigation could not conclusively determine the root cause. The root cause remains inconclusive.

Event description:
It was reported that a patient with a 23mm 3300tfx aortic valve underwent a valve-in-valve after an implant duration of seven years, 10 months due to severe aortic stenosis. The patient presented with dyspnea on exertion. The tavr was performed with a 23mm 9750tfx. The patient was transferred to the recovery room in stable condition.

Manufacturer narrative:
H11: corrective data: corrected section: h6 (investigation conclusions). The root cause of this event was most likely due to patient related factors and the progression of the underlying valvular disease pathology contributed to the event.